Event description:
It was reported that in 2002, whilst getting out of the car, the pt suddenly pulled the speech processor from their head because it was too loud. Telemetry measurements were carried out and showed 'poor coupling to the implant'. Telemetry carried out in 10/2002 in extended mode showed again 'poor coupling'. External components were exchanged, at first it was too quiet and then again too loud.